Manufacturer narrative:
H3: one level 1 hotline low flow system was received with wear and tear damage on the enclosure, front cover, and line cord. The printed circuit board (pcb) and power switch were outdated. The tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported leaking issue was able to be duplicated. The water tank cover was cracked. No action was taken to resolve the issue due to the age and condition of the device.

Event description:
Information was received indicating that a leak from the bottom of a smiths medical level 1® hotline® low flow system occurred. There were no reported adverse effects.